Event description:
It was reported that a 29mm 6900ptfx mitral valve was explanted after an implant duration of 6 years, 10 months due to mitral stenosis. The explanted valve was replaced with a 29mm 11400m mitral valve. The patient was in recovery post procedure. The implantation data card indicated that the device explant was due to deficiency of the original device. Per medical records, the patient presented to the ed with sob and heart failure. The previous prosthetic mitral valve was removed and replaced with a 29mm 11400m valve. 15 pledgeted sutures were placed with pledgets on the ventricular side. The patient was easily weaned from bypass. Once hemodynamically stable and off bypass, it was found that the patient had moderate aortic insufficiency. Upon evaluation, it looked like one of the sutures for the mitral valve had distorted the annulus of the aortic valve. The patient was re-cannulated and the aorta was cross-clamped. The aortic valve leaflet seemed to sit normally except that when the right noncoronary cusp was picked up the pledgets were distorting the annulus. The aortic valve leaflets were excised and replaced with a 21mm 11500a inspiris aortic valve. The patient was easily weaned from bypass and was hemodynamically stable. Protamine was administered. The patient was taken to the cticu in good condition. The patient was discharged home with home health services on pod #10. Per pathology report, the three cusps of the mitral prothesis valve showed focal tan-yellow hard area.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be due to patient related factors. The stenosis in this case was impacted by the progression of the patient's underlying valvular disease pathology, including hld and cad. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.